Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated dexcom g7 sensor pairing failures while attempting to replace the sensor with the ilet system; education was provided to power off the prior pump before syncing a new dexcom, and the user was transferred to dexcom for replacement support, with the technical issue characterized as intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included hyperglycemia, with the user reporting a glucose peak of 401 mg/dl and no symptoms observed. Outcomes included no reported health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet characterized by intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.